Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no buzzer. The unit was triaged and the customer¿s reported condition was confirmed. The unit was disassembled. Visual inspection of the main pcba found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter stated that the unit had no buzzer. No patient involvement.